Manufacturer narrative:
Tested returned unit. The meter has been confirmed to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was received at mg/dl. 0300 & 0806 errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been notified through the fa16may2006 letter.

Event description:
A customer reported the uom setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.